Event description:
Event description cpi received information that this bipolar endocaridal lead (4261) was removed from service because of loss of capture, due to a lead fracture. The lead was capped and replaced with another (4261).